Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test test due to a protruded and loose drive support disk. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
Customer reported that the insulin pump alarmed during prime. Customer stated the insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value was below 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.